Manufacturer narrative:
(B)(4). The returned warming blanket was evaluated to current specifications and found to have acceptable electrical resistance, temperature uniformity, and no detectable hot spots that could be associated with reported event.

Event description:
Patient (male, diabetic, (B)(6)) underwent endarterectomy (tea) surgery, positioned on his back, and warmed by a b105 warming blanket. About 1 hour and 13 minutes into the surgery, patient became sweaty and hosp staff confirmed and treated low (4.8) blood sugar. Shortly thereafter, the warming blanket controller alarmed indicating a failure of the warming blanket to reach temperature, staff removed the warming blanket, and noticed that the patient had redness on chest and arms, and two small 2nd degree burns around the sternum area. On (B)(6) 2015, the company was notified through the product distributor that the hosp now claims the patient has a 3rd degree burn because debridement procedure will be scheduled.